Event description:
A customer reported experiencing dull blades that appear to have burns during surgery. There was no pt harm. Add'l info has been requested.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause for the dull knife experienced by the customer cannot be determined. Some potential causes are reuse, improper handling or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defect, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).